Manufacturer narrative:
When additional information becomes available we will report as required.

Event description:
It was reported that, before a case, the 9600 system displayed a bad iris pot error. However, according to information provided the cases were continued normally. There was no report of patient injury.